Manufacturer narrative:
(B)(4). The device location was not provided, the device will not be returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a starclose se device after a prostatic artery embolization (pae) procedure, with a 5fr sheath. Reportedly, incomplete closure occurred with a starclose se device and a pseudoaneurysm occurred. Manual arterial compression was applied to achieve hemostasis. The pseudoaneurysm was treated out of state. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h6: medical device problem code 2017 was changed to 1494 - patient selection.